Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 53 mg/dl. The customer declined to provide treatment method of the low bg. Reportedly, the customer alleged that the basal software did not suspend insulin delivery. Review of the pump data by tandem technical support verified that the insulin delivery did suspend as expected. The customer acknowledged the information and confirmed that there was no issue with the basal software and pump was performing as intended.